Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 34 mg/dl. Cause of bg was due to delivering multiple intended boluses, but bolus ended up being too much insulin. Customer consumed milk as an attempt to address bg level. Due to low bg levels, customer fainted and hit his head on kitchen bench resulting in a concussion. Subsequently, the customer was admitted to the hospital via ambulance. There is no additional information pertaining to hospital treatment. The customer arrived at the hospital on (B)(6) 2021 and released on the same day. Customer did not sustain any permanent damage. Customer was educated on dexcom g6 sensors and how to calibrate.